Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
It was reported that during a lead extraction procedure to remove a right ventricular (rv) lead, implanted in (B)(6) of 2011, a spectranetics 16f glidelight laser sheath and a lead locking device were in use. During the procedure, the patient experienced a drop in blood pressure and trans-esophageal echocardiograph (tee) revealed an effusion. Rescue efforts commenced immediately, including sternotomy. A tear was discovered from the innominate vein to the superior vena cava (svc), approximately 2/3 of the way down the svc. Despite rescue efforts, the patient did not survive the procedure.